Event description:
It was reported that there was a right ventricular (rv) lead integrity warning on the rv lead. Therapies have been ¿exhibited¿ and the lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut and that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.